Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was on critical override and disconnected mode and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A field service engineer (fse) identified that the station was on critical override and disconnected mode and while checking remote support service (rss), device was offline. There the fse observed the ethernet point, the fse reseated the ethernet cable and rebooted. Once rebooted, the fse logged into carefusion admin and observed the network setting. Network settings were correct. Hardware then appeared online. Then the customer checked the server to see if critical override was enabled, and it was. So, the fse disabled the critical override then device performed correctly. The system functioned as intended after the field service engineer repaired the device.